Event description:
A customer from brazil received a blood glucose reading of 165mg/dl on the contour ts meter. A lab test was also performed and the reading was 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement product was sent to the customer.

Manufacturer narrative:
The model# ws not provided. In some countries outside the u.s, customer information is not provided due to privacy laws.